Event description:
It was reported, that this right atrial (ra) lead. Had a lead safety switch from bipolar to unipolar, due to high out of range pacing impedances. It was also noted, that there were frequent atrial tachy response (atr) episodes, due to noise after switching to unipolar. The noise was able to be reproduced with isometrics, so the sensitivity was reprogrammed to 2.0mv. An x-ray was performed and determined, that there was an unusual bend in the subclavian. So a revision might be planned in the future. The lead remains in-service at this time. No adverse patient effects were reported. Additional information was received that indicated, that lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection noted, that the lead was returned severed 83mm from the terminal pin. Visual inspection revealed, a few instances of surface cracks and bends in the insulation near the lead tip. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reports of high impedances from the field.

Event description:
Additional information was received that indicated that lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead had a lead safety switch from bipolar to unipolar due to high out of range pacing impedances. It was also noted that there were frequent atrial tachy response (atr) episodes due to noise after switching to unipolar. The noise was able to be reproduced with isometrics, so the sensitivity was reprogrammed to 2.0mv. An x-ray was performed and determined that there was an unusual bend in the subclavian, so a revision might be planned in the future. The lead remains in-service at this time. No adverse patient effects were reported.